Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain sharp, stabbing, constant, radiating, cramping, throbbing, pressure, tenderness, debilitating'), genital haemorrhage ('constant bleeding/ extreme blood loss'), abdominal pain ('abdominal pain sharp stabbing, constant, radiating, cramping, throbbing, pressure, tenderness, debilitating'), abdominal discomfort ('abdominal pain sharp stabbing, constant, radiating, cramping, throbbing, pressure, tenderness, debilitating'), abdominal tenderness ('abdominal pain sharp stabbing, constant, radiating, cramping, throbbing, pressure, tenderness, debilitating'), post procedural haemorrhage ('hysterectomy which led to having 2 vaginal stitches rupture in recovery that caused extreme blood loss'), endometriosis ('endometriosis/ endometrioma'), kidney infection ('kidney infection'), cyst rupture ('ruptured cysts'), shock ('shock') and suicidal ideation ('suicidal thoughts') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "no birth control or contraception at any time following your essure placement procedure". The patient's medical history included uterine dilation and curettage in 2011, multigravida, parity 3 (B)(6) 2012, (B)(6) 2013, (B)(6) 2014, miscarriage, cesarean section (B)(6) 2012, (B)(6) 2013, (B)(6) 2014, cholecystectomy, adenoidectomy, laparoscopy, gestational diabetes, iron deficiency, ligament pain, fetal growth retardation, ovulation failure, cramp in lower abdomen, miscarriage, ligament pain and fetal growth retardation. Previously administered products included for an unreported indication: nuva-ring from november 2012 to 2014. Concurrent conditions included polycystic ovaries, vaginal discharge, bacterial vaginosis and abdominal wall mass. Concomitant products included anesthetics. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal discomfort (seriousness criteria medically significant and intervention required), abdominal tenderness (seriousness criteria medically significant and intervention required), pain ("constant pain all over my body that increased the longer the devices were inside me/ body aches numbing, constant, dull, sharp, stabbing, debilitating") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criteria hospitalization and intervention required), endometriosis (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), cyst rupture (seriousness criterion medically significant), shock (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), menstruation irregular ("irregular periods"), hot flush ("extreme hot flashes "), night sweats ("night sweats"), loss of libido ("loss of libido"), urinary tract infection ("utis(urinary tract infection)"), nausea ("nausea"), vomiting ("vomiting"), constipation ("constipation"), dysgeusia ("metallic taste in my mouth"), dyspepsia ("heartburn"), the first episode of migraine with aura ("migraines intense unable to see, sharp, pressure, throbbing, sensitive to light, nausea and vomiting"), the second episode of migraine with aura ("migraines intense unable to see, sharp, pressure, throbbing, sensitive to light, nausea and vomiting"), head discomfort ("migraines intense unable to see, sharp, pressure, throbbing, sensitive to light, nausea and vomiting"), photophobia ("migraines intense unable to see, sharp, pressure, throbbing, sensitive to light, nausea and vomiting"), paraesthesia ("paresthesia"), dizziness ("dizziness"), hypoaesthesia ("numbness all over/ numbness in my extremities"), thermoanesthesia ("unable to differentiate the difference between hot and cold/ the ability to feel temperature"), feeling abnormal ("brain fog"), anxiety ("anxiety"), mood swings ("mood swings"), depression ("depression"), palpitations ("heart palpitations"), alopecia ("hair loss"), fatigue ("fatigue"), liver disorder ("liver problems"), lymphadenopathy ("swollen glands and lymph nodes"), abdominal distension ("bloating"), peripheral swelling ("swelling in my legs"), muscle spasms ("muscle spasms"), hyperhidrosis ("excessive sweating"), gait inability ("unable to drive or walk"), dyspareunia ("pain with intercourse"), insomnia ("insomnia"), emotional distress ("emotional distress"), suture rupture ("hysterectomy which led to having 2 vaginal stitches rupture in recovery"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure") with pruritus and dry skin, dysmenorrhoea ("debilitating cramping around my menstruating cycle"), mobility decreased ("unable to move"), dysuria ("had difficulties using the bathroom"), polycystic ovaries ("polycystic ovaries"), investigation noncompliance ("essure confirmation test was not done"), swelling face ("face swollen"), urinary retention ("not being able to fully empty bladder"), flank pain ("left flank pain") and back pain ("back pain") and was found to have weight abnormal ("weight issues"), hormone level abnormal ("bodily hormonal problems") and weight decreased ("lost 30+ lbs"). The patient was treated with surgery (hysterectomy, hysterectomy which led to having 2 vaginal stitches rupture in recovery, underwent abdominal wall removed and an ablation, underwent vaginal hysterectomy and underwent vaginal hysterectomy leaving ovaries, appendectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal discomfort, abdominal tenderness, suicidal ideation, pain, loss of libido, dysgeusia, the last episode of migraine with aura, head discomfort, photophobia, dizziness, hypoaesthesia, thermoanesthesia, feeling abnormal, palpitations, fatigue, abdominal distension, muscle spasms, dyspareunia and insomnia had resolved, the post procedural haemorrhage, kidney infection, shock, menstruation irregular, hot flush, night sweats, urinary tract infection, nausea, vomiting, constipation, dyspepsia, paraesthesia, anxiety, mood swings, depression, headache, alopecia, liver disorder, weight abnormal, lymphadenopathy, peripheral swelling, hyperhidrosis, gait inability, emotional distress, hormone level abnormal, suture rupture, allergy to metals, dysmenorrhoea, mobility decreased, dysuria, polycystic ovaries, investigation noncompliance, weight decreased, swelling face, urinary retention, flank pain and back pain outcome was unknown and the endometriosis and cyst rupture had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal tenderness, allergy to metals, alopecia, anxiety, back pain, constipation, cyst rupture, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, dysuria, emotional distress, endometriosis, fatigue, feeling abnormal, flank pain, gait inability, genital haemorrhage, head discomfort, headache, hormone level abnormal, hot flush, hyperhidrosis, hypoaesthesia, insomnia, investigation noncompliance, kidney infection, liver disorder, loss of libido, lymphadenopathy, menstruation irregular, mobility decreased, mood swings, muscle spasms, nausea, night sweats, pain, palpitations, paraesthesia, pelvic pain, peripheral swelling, photophobia, polycystic ovaries, post procedural haemorrhage, shock, suicidal ideation, suture rupture, swelling face, thermoanesthesia, urinary retention, urinary tract infection, vomiting, weight abnormal, weight decreased, the first episode of migraine with aura and the second episode of migraine with aura to be related to essure. The reporter commented: received in formalin labeled "fascial excision" is a roughly rectangular port-ion of pink-tan fibrofatty tissue 3.2 x 2.0 x 1.4 cm. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: results: positive. Concerning the injuries reported in this case, the following were confirm in patient¿s medical records: pelvic pain. The following information was received from social media back pain, left flank pain, not being able to fully empty bladder, face swollen, lost 30+ lbs. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received. Event added- back pain, left flank pain, not being able to fully empty bladder, face swollen, lost 30+ lbs. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain (sharp, stabbing, constant, radiating, cramping, throbbing, pressure, tenderness, debilitating)'), genital haemorrhage ('constant bleeding/ extreme blood loss'), abdominal pain ('abdominal pain (sharp stabbing, constant, radiating, cramping, throbbing, pressure, tenderness, debilitating)'), abdominal discomfort ('abdominal pain (sharp stabbing, constant, radiating, cramping, throbbing, pressure, tenderness, debilitating)'), abdominal tenderness ('abdominal pain (sharp stabbing, constant, radiating, cramping, throbbing, pressure, tenderness, debilitating)'), post procedural haemorrhage ('hysterectomy which led to having 2 vaginal stitches rupture in recovery that caused extreme blood loss'), endometriosis ('endometriosis/ endometrioma'), kidney infection ('kidney infection'), cyst rupture ('ruptured cysts'), shock ('shock') and suicidal ideation ('suicidal thoughts') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "no birth control or contraception at any time following your essure placement procedure". The patient's medical history included uterine dilation and curettage in 2011, multigravida, parity 3 ((B)(6) 2012, (B)(6) 2013, (B)(6) 2014), miscarriage, cesarean section ((B)(6) 2012, (B)(6) 2013, (B)(6) 2014), cholecystectomy, adenoidectomy, laparoscopy, gestational diabetes, iron deficiency, ligament pain, fetal growth retardation, ovulation failure, cramp in lower abdomen, miscarriage, ligament pain and fetal growth retardation. Previously administered products included for an unreported indication: nuva-ring from november 2012 to 2014. Concurrent conditions included polycystic ovaries, vaginal discharge, bacterial vaginosis and abdominal wall mass. Concomitant products included anesthetics. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal discomfort (seriousness criteria medically significant and intervention required), abdominal tenderness (seriousness criteria medically significant and intervention required), pain ("constant pain all over my body that increased the longer the devices were inside me/ body aches (numbing, constant, dull, sharp, stabbing, debilitating)") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criteria hospitalization and intervention required), endometriosis (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), cyst rupture (seriousness criterion medically significant), shock (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), menstruation irregular ("irregular periods"), hot flush ("extreme hot flashes "), night sweats ("night sweats"), loss of libido ("loss of libido"), urinary tract infection ("utis(urinary tract infection)"), nausea ("nausea"), vomiting ("vomiting"), constipation ("constipation"), dysgeusia ("metallic taste in my mouth"), dyspepsia ("heartburn"), the first episode of migraine with aura ("migraines (intense unable to see, sharp, pressure, throbbing, sensitive to light, nausea and vomiting)"), the second episode of migraine with aura ("migraines (intense unable to see, sharp, pressure, throbbing, sensitive to light, nausea and vomiting)"), head discomfort ("migraines (intense unable to see, sharp, pressure, throbbing, sensitive to light, nausea and vomiting)"), photophobia ("migraines (intense unable to see, sharp, pressure, throbbing, sensitive to light, nausea and vomiting)"), paraesthesia ("paresthesia"), dizziness ("dizziness"), hypoaesthesia ("numbness all over/ numbness in my extremities"), thermoanesthesia ("unable to differentiate the difference between hot and cold/ the ability to feel temperature"), feeling abnormal ("brain fog"), anxiety ("anxiety"), mood swings ("mood swings"), depression ("depression"), palpitations ("heart palpitations"), alopecia ("hair loss"), fatigue ("fatigue"), liver disorder ("liver problems"), lymphadenopathy ("swollen glands and lymph nodes"), abdominal distension ("bloating"), peripheral swelling ("swelling in my legs"), muscle spasms ("muscle spasms"), hyperhidrosis ("excessive sweating"), gait inability ("unable to drive or walk"), dyspareunia ("pain with intercourse"), insomnia ("insomnia"), emotional distress ("emotional distress"), suture rupture ("hysterectomy which led to having 2 vaginal stitches rupture in recovery"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure") with pruritus and dry skin, dysmenorrhoea ("debilitating cramping around my menstruating cycle"), mobility decreased ("unable to move"), dysuria ("had difficulties using the bathroom"), polycystic ovaries ("polycystic ovaries"), investigation noncompliance ("essure confirmation test was not done"), swelling face ("face swollen"), urinary retention ("not being able to fully empty bladder"), flank pain ("left flank pain") and back pain ("back pain") and was found to have weight abnormal ("weight issues"), hormone level abnormal ("bodily hormonal problems") and weight decreased ("lost 30+ lbs"). The patient was treated with surgery (hysterectomy, hysterectomy which led to having 2 vaginal stitches rupture in recovery, underwent abdominal wall removed and an ablation, underwent vaginal hysterectomy and underwent vaginal hysterectomy leaving ovaries, appendectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal discomfort, abdominal tenderness, suicidal ideation, pain, loss of libido, dysgeusia, the last episode of migraine with aura, head discomfort, photophobia, dizziness, hypoaesthesia, thermoanesthesia, feeling abnormal, palpitations, fatigue, abdominal distension, muscle spasms, dyspareunia and insomnia had resolved, the post procedural haemorrhage, kidney infection, shock, menstruation irregular, hot flush, night sweats, urinary tract infection, nausea, vomiting, constipation, dyspepsia, paraesthesia, anxiety, mood swings, depression, headache, alopecia, liver disorder, weight abnormal, lymphadenopathy, peripheral swelling, hyperhidrosis, gait inability, emotional distress, hormone level abnormal, suture rupture, allergy to metals, dysmenorrhoea, mobility decreased, dysuria, polycystic ovaries, investigation noncompliance, weight decreased, swelling face, urinary retention, flank pain and back pain outcome was unknown and the endometriosis and cyst rupture had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal tenderness, allergy to metals, alopecia, anxiety, back pain, constipation, cyst rupture, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, dysuria, emotional distress, endometriosis, fatigue, feeling abnormal, flank pain, gait inability, genital haemorrhage, head discomfort, headache, hormone level abnormal, hot flush, hyperhidrosis, hypoaesthesia, insomnia, investigation noncompliance, kidney infection, liver disorder, loss of libido, lymphadenopathy, menstruation irregular, mobility decreased, mood swings, muscle spasms, nausea, night sweats, pain, palpitations, paraesthesia, pelvic pain, peripheral swelling, photophobia, polycystic ovaries, post procedural haemorrhage, shock, suicidal ideation, suture rupture, swelling face, thermoanesthesia, urinary retention, urinary tract infection, vomiting, weight abnormal, weight decreased, the first episode of migraine with aura and the second episode of migraine with aura to be related to essure. The reporter commented: received in formalin labeled "fascial excision" is a roughly rectangular port-ion of pink-tan fibrofatty tissue 3.2 x 2.0 x 1.4 cm. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: results: positive. Concerning the injuries reported in this case, the following were confirm in patient¿s medical records: pelvic pain. The following information was received from social media back pain, left flank pain, not being able to fully empty bladder, face swollen, lost 30+ lbs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc.(product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain(sharp, stabbing, constant, radiating, cramping, throbbing, pressure, tenderness, debilitating)"), genital haemorrhage ("constant bleeding"), abdominal pain ("abdominal pain (sharp stabbing, constant, radiating, cramping, throbbing, pressure, tenderness, debilitating)"), hysterectomy which led to having 2 vaginal stitches rupture in recovery (¿post procedural bleeding¿) and endometriosis/ endometrioma (¿endometriosis¿), kidney infection ("kidney infection"), ruptured cysts ("cyst ruptured"), shock ("shock") and suicidal thoughts ("suicidal thoughts") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2012, (B)(6) 2013, (B)(6) 2014), miscarriage, cesarean section, cholecystectomy, adenoidectomy, laparoscopy, gestational diabetes, iron deficiency, ligament pain and fetal growth retardation. Previously administered products included for an unreported indication: nuva-ring. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pain ("constant pain all over my body that increased the longer the devices were inside me/ body aches (numbing, constant, dull, sharp, stabbing, debilitating)") and headache ("headaches(intense unable to see, sharp, pressure, throbbing, sensitive to light, nausea and vomiting)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), hysterectomy which led to having 2 vaginal stitches rupture in recovery (¿seriousness criteria hospitalization and intervention required¿), endometriosis/ endometrioma (¿seriousness criteria medically significant and intervention required¿), menstruation irregular ("irregular periods"), cyst rupture ("ruptured cysts"), hot flush ("extreme hot flashes that made it feel like I wanted to pass out"), night sweats ("night sweats"), loss of libido ("loss of libido"), urinary tract infection ("utis(urinary tract infection)"), kidney infection ("kidney infection ("seriousness criteria medically significant''), nausea ("nausea"), vomiting ("vomiting"), constipation ("constipation"), dysgeusia ("metallic taste in my mouth"), dyspepsia ("heartburn"), migraine ("migraines (intense unable to see, sharp, pressure, throbbing, sensitive to light, nausea and vomiting)"), paraesthesia ("paresthesia"), dizziness ("dizziness"), hypoaesthesia ("numbness all over"), sensory loss ("unable to differentiate the difference between hot and cold"), feeling abnormal ("brain fog"), anxiety ("anxiety"), mood swings ("mood swings"), depression ("depression"), palpitations ("heart palpitations"), hair loss (¿hair loss¿), fatigue (¿fatigue¿), liver problems (¿liver problems¿), weight issues (¿weight abnormal¿), swollen glands and lymph nodes (¿lymphadenopathy¿), swelling in my legs (¿swelling of legs¿), muscle spasms (¿muscle spasms¿), vision problems (¿visual disturbances¿), excessive sweating (¿excess sweating¿), severe bloating (¿bloating¿), appendectomy (¿appendectomy¿), shock (¿shock¿), unable to drive or walk (¿unable to walk¿), pain with intercourse (¿painful intercourse¿), suicidal thoughts (¿suicidal ideation ¿), insomnia (¿insomnia¿), emotional distress (¿emotional distress¿), bodily hormonal problems (¿hormonal imbalance¿), no birth control or contraception at any time following your essure placement procedure (¿treatment noncompliance¿), experienced a hypersensitivity reaction to nickel or any other component of essure (allergy to metals) (itching all over my body and dry skin), debilitating cramping around my menstruating cycle (¿dysmenorrhoea¿), unable to move (mobility decreased), had difficulties using the bathroom (dysuria), polycystic ovaries (polycystic ovaries), able to start slowly gaining the strength and energy to be able to be a mother to my 3 children (asthenia), and essure confirmation test was not done (investigation noncompliance). The patient was treated with surgery (hysterectomy leaving ovaries and appendectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, pain, loss of libido, migraine, dizziness, dysgeusia, feeling abnormal and palpitations had resolved. The endometriosis/ endometrioma, cyst rupture had not recovered / not resolved and the menstruation irregular, hot flush, night sweats, urinary tract infection, kidney infection, nausea, vomiting, constipation, dyspepsia, paraesthesia, pruritus generalised, hypoaesthesia, sensory loss, anxiety, mood swings, no birth control or contraception at any time following your essure placement procedure, depression, hysterectomy which led to having 2 vaginal stitches rupture in recovery, experienced a hypersensitivity reaction to nickel or any other component of essure, debilitating cramping around my menstruating cycle, unable to move, had difficulties using the bathroom, polycystic ovaries and essure confirmation test was not done outcome was unknown. The reporter considered abdominal pain, anxiety, constipation, cyst rupture, depression, dizziness, dysgeusia, dyspepsia, feeling abnormal, genital haemorrhage, headache, hot flush, hypoaesthesia, kidney infection, loss of libido, menstruation irregular, migraine, mood swings, nausea, night sweats, pain, palpitations, paraesthesia, pelvic pain, pruritus generalised, sensory loss, urinary tract infection, severe bloating, pain with intercourse, vomiting, hysterectomy which led to having 2 vaginal stitches rupture in recovery, experienced a hypersensitivity reaction to nickel or any other component of essure, debilitating cramping around my menstruating cycle to be related to essure. The reporter commented: approximate weight at the time of essure placement: 150-160lbs. Diagnostic results (normal ranges are provided in parenthesis if available) on (B)(6) 2014, pregnancy test was found positive. Most recent information received on 21-dec-2017: 21-dec-2017: correction following company internal coding review. The event hysterectomy which led to having 2 vaginal stitches rupture in recovery" was recoded to suture rupture. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain(sharp, stabbing, constant, radiating, cramping, throbbing, pressure, tenderness, debilitating)"), genital haemorrhage ("constant bleeding"), abdominal pain ("abdominal pain (sharp stabbing, constant, radiating, cramping, throbbing, pressure, tenderness, debilitating)"), hysterectomy which led to having 2 vaginal stitches rupture in recovery (¿post procedural bleeding¿) and endometriosis/ endometrioma (¿endometriosis¿), kidney infection ("kidney infection"), ruptured cysts ("cyst ruptured"), shock ("shock") and suicidal thoughts ("suicidal thoughts") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2012, (B)(6) 2013, (B)(6) 2014), miscarriage, cesarean section, cholecystectomy, adenoidectomy, laparoscopy, gestational diabetes, iron deficiency, ligament pain and fetal growth retardation. Previously administered products included for an unreported indication: nuva-ring. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pain ("constant pain all over my body that increased the longer the devices were inside me/ body aches (numbing, constant, dull, sharp, stabbing, debilitating)") and headache ("headaches(intense unable to see, sharp, pressure, throbbing, sensitive to light, nausea and vomiting)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), hysterectomy which led to having 2 vaginal stitches rupture in recovery (¿seriousness criteria hospitalization and intervention required¿), endometriosis/ endometrioma (¿seriousness criteria medically significant and intervention required¿), menstruation irregular ("irregular periods"), cyst rupture ("ruptured cysts"), hot flush ("extreme hot flashes that made it feel like I wanted to pass out"), night sweats ("night sweats"), loss of libido ("loss of libido"), urinary tract infection ("utis(urinary tract infection)"), kidney infection ("kidney infection ("seriousness criteria medically significant''), nausea ("nausea"), vomiting ("vomiting"), constipation ("constipation"), dysgeusia ("metallic taste in my mouth"), dyspepsia ("heartburn"), migraine ("migraines (intense unable to see, sharp, pressure, throbbing, sensitive to light, nausea and vomiting)"), paraesthesia ("paresthesia"), dizziness ("dizziness"), hypoaesthesia ("numbness all over"), sensory loss ("unable to differentiate the difference between hot and cold"), feeling abnormal ("brain fog"), anxiety ("anxiety"), mood swings ("mood swings"), depression ("depression"), palpitations ("heart palpitations"), hair loss (¿hair loss¿), fatigue (¿fatigue¿), liver problems (¿liver problems¿), weight issues (¿weight abnormal¿), swollen glands and lymph nodes (¿lymphadenopathy¿), swelling in my legs (¿swelling of legs¿), muscle spasms (¿muscle spasms¿), vision problems (¿visual disturbances¿), excessive sweating (¿excess sweating¿), severe bloating (¿bloating¿), appendectomy (¿appendectomy¿), shock (¿shock¿), unable to drive or walk (¿unable to walk¿), pain with intercourse (¿painful intercourse¿), suicidal thoughts (¿suicidal ideation ¿), insomnia (¿insomnia¿), emotional distress (¿emotional distress¿), bodily hormonal problems (¿hormonal imbalance¿), no birth control or contraception at any time following your essure placement procedure (¿treatment noncompliance¿), experienced a hypersensitivity reaction to nickel or any other component of essure (allergy to metals) (itching all over my body and dry skin), debilitating cramping around my menstruating cycle (¿dysmenorrhoea¿), unable to move (mobility decreased), had difficulties using the bathroom (dysuria), polycystic ovaries (polycystic ovaries), able to start slowly gaining the strength and energy to be able to be a mother to my 3 children (asthenia), and essure confirmation test was not done (investigation noncompliance). The patient was treated with surgery (hysterectomy leaving ovaries and appendectomy), surgery (hysterectomy,) and surgery (hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, pain, loss of libido, migraine, dizziness, dysgeusia, feeling abnormal and palpitations had resolved. The endometriosis/ endometrioma, cyst rupture had not recovered / not resolved and the menstruation irregular, hot flush, night sweats, urinary tract infection, kidney infection, nausea, vomiting, constipation, dyspepsia, paraesthesia, pruritus generalised, hypoaesthesia, sensory loss, anxiety, mood swings, no birth control or contraception at any time following your essure placement procedure, depression, hysterectomy which led to having 2 vaginal stitches rupture in recovery, experienced a hypersensitivity reaction to nickel or any other component of essure, debilitating cramping around my menstruating cycle, unable to move, had difficulties using the bathroom, polycystic ovaries and essure confirmation test was not done outcome was unknown. The reporter considered abdominal pain, anxiety, constipation, cyst rupture, depression, dizziness, dysgeusia, dyspepsia, feeling abnormal, genital haemorrhage, headache, hot flush, hypoaesthesia, kidney infection, loss of libido, menstruation irregular, migraine, mood swings, nausea, night sweats, pain, palpitations, paraesthesia, pelvic pain, pruritus generalised, sensory loss, urinary tract infection, severe bloating, pain with intercourse, vomiting, hysterectomy which led to having 2 vaginal stitches rupture in recovery, experienced a hypersensitivity reaction to nickel or any other component of essure, debilitating cramping around my menstruating cycle to be related to essure. The reporter commented: approximate weight at the time of essure placement: 150-160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available) on (B)(6) 2014, pregnancy test was found positive. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.